Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. The physician confirmed that the patient¿s pain were not device related. No device malfunction was suspected. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient was experiencing cervical pain radiating into bilateral shoulders and left hand. The cervical pain and thoracic pain were attributed to the spinal cord stimulator. The patient will undergo an explant procedure.

Manufacturer narrative:
Expiration date: ni.

Event description:
A report was received that the patient was experiencing cervical pain radiating into bilateral shoulders and left hand. The cervical pain and thoracic pain were attributed to the spinal cord stimulator. The patient will undergo an explant procedure.

Manufacturer narrative:
UDI= (B)(4). Additional suspect medical device component involved in the event: model #: sc-8216-50, serial #: (B)(4), description: artisan surgical lead, 50cm.

Event description:
A report was received that the patient was experiencing cervical pain radiating into bilateral shoulders and left hand. The cervical pain and thoracic pain were attributed to the spinal cord stimulator. The patient will undergo an explant procedure.